Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. Customer reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 105 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.